Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable pulse generator was explanted and replaced due to an unknown reason. It was noted that the device had less than 3 years remaining, and the device had not entered safety mode. The replacement procedure was performed without complication. Besides surgical intervention, no adverse patient effects were associated with this event. This device was received for analysis.